Event description:
It is reported that surgery was delayed 30 minutes when the tensioner kept slipping and would not tension.

Manufacturer narrative:
Evaluation summary: according to the field complaint, the cable ready tensioner was being used to reduce a bone fragment when the tensioner kept slipping and would not tension the cable. Based on the reported incident, it is unclear in what manner the tensioner device was used. The surgical technique for this product notes that the angle of the tensioner relative to the part being tensioned should not exceed 60 degrees or the cable could bind, making tensioning of the cable difficult or impossible. Cause cannot be definitively determined. Evaluation: results/conclusion: as returned, the device functioned as intended. The device has a potential field age of 13 years. Device history records indicate all components were manufactured and inspected to specification.